Event description:
It was reported that the patient presented to the electrophysiology lab for a right atrial (ra) and right ventricular (rv) lead revision due to the patient twiddling their device. X-ray confirmed that the device had been twiddled and the leads twisted in the pocket. The rv lead had dislodged and had retracted to near the device pocket, and slack on the atrial lead was greatly reduced. There was no capture on either lead. Due to the amount of twiddling and entanglement, the helixes on both leads would not work properly. The insulation was likely damaged. The physician extracted both the rv and ra leads and replaced them without complication. The patient was in stable condition and asymptomatic before, during, and after the procedure.